Event description:
A malfunction alarm labeled malf 12 was reported by the customer, who noted at least three occurrences on the current pump. The impact on the customer's blood glucose level was unknown or the customer declined to answer. Technical support planned to replace the pump and instructed the customer on returning the defective unit via a pre-paid label within ten days. In the meantime, the customer intended to use multiple daily injections to ensure insulin delivery.